Event description:
This patient received a gore excluder bifurcated endoprosthesis in 2005. The patient developed a type I endoleak at the left distal contralateral leg limb. 3 months later, a reintervention occurred to implant an iliac extender. This procedure successfully sealed the leak. The patient is currently doing well.